Event description:
As the physician was positioning the eighth coil into the aneurysm, during the procedure to treat the recanalized aneurysm, a loop of one of the previously deployed coils prolapsed into the parent vessel. The eighth coil was removed. The physician attempted unsuccessfully, to use a balloon catheter to push the coil loop back into the aneurysm. A stent was used to secure the coil loop to the vessel wall. The physician was not able to identify the coil that had prolapsed. There was no reported clinical consequence to the patient.

Manufacturer narrative:
PMA# or 510k#: k031049 and k050700. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device nonconformance or misuse that contributed to the reported event. Based on the information provided and the investigation, it was determined that the most probable cause of the reported event was operational context.

Manufacturer narrative:
The device was either implainted (B) (6) 2009 or (B) (6) 2010. (B) (4). PMA# or 510k#: k031049 and k050700.

Event description:
As the physician was positioning the eighth coil into the aneurysm, during the procedure to treat the recanalized aneurysm, a loop of one of the previously deployed coils prolapsed into the parent vessel. The eighth coil was removed. The physician attempted unsuccessfully, to use a balloon catheter to push the coil loop back into the aneurysm. A stent was used to secure the coil loop to the vessel wall. The physician was not able to identify the coil that had prolapsed. There was no reported clinical consequence to the patient.